Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood leakage from np point during blood collection." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood leakage from np point during blood collection." 3 occurrences were reported.